Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Product identification is uncertain the following could not be completed due to the part/lot information could be: brand name - ti low profile screw 6.5x25mm. Catalog number - 103532. Lot number - 778530. Expiration date - dec 31, 2010. Manufacture date ¿ jan 3, 2001. Or the part/lot information could be: brand name - ti low profile screw 6.5x30mm. Catalog number - 103533. Lot number - 918270. Expiration date - jan 31, 2011. Manufacture date ¿ jan 24, 2001. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2016-00092-2 / 00847 / 00848 / 00849).

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2015 due to pain and loosening of the cup. During the procedure, osteolysis around the bone screws and retrograded cup were noted. The cup, head and liner were removed and replaced. Additional information received in operative report noted well fixed femoral component, minimal corrosion on the trunnion, bearing surface wear and cup in retroverted position. It was further reported a screw broke and was retained by the patient during the revision.